Event description:
During a colonoscopy procedure, the physician used three cook endoscopy tri-clip endoscopic clipping devices. The physician advanced 3 of the devices through the accessory channel of the endoscope at different times in the same procedure. As the clips were clamped onto the tissue site, the handles separated. The clips had closed onto the tissue site and were removed from the endiscope. The procedure was completed with other clips. Post procedure, the pt's condition was reported as fine.